Manufacturer narrative:
During the initial evaluation the reported failure "unable to perform zero calibration" could be confirmed and the device was forwarded to a supplier for further evaluation and repair. The supplier confirmed an offset-value of -5,63 lpm. This value exceeds the limit value and can therefore not be reset by the user. At the flow sensor itself no failure could be confirmed. This failure was already addressed in a previous investigation with the following results: there are three different causes for the reported failure "offset-value cannot be zeroed": handling, defect on the console, defect on the drive. In this case after resetting the offset value (3,89) no. Failure could be confirmed. Therefore a handling failure. Is the most likely cause for the event. The user should / must have been aware of this failure already, since the offset-value is being displayed on the console. However the user might not be aware that upon. Exceeding a limit value a "zeroing" at the console will no longer be possible. According to the IFU (instructions for use): "[...] Only calibrate when the tube is clamped upstream and downstream of the flow sensor. [...], [...] Wait until the rotaflow centrifugal pump has stopped [...] And [...] Check before every use: make sure that the flow sensor is calibrated [...]" If the zero calibration is performed while there is a remaining flow within the system (e. G. Clamps not in place or flow has not come to a complete standstill) an offset value to the actual state of a zero flow is set. If this action will be repeated several times, these offset values will add up. In case a certain limit of this offset value is exceeded, the user will no longer be able to perform a zero calibration or to reset this offset value. In addition, since the zero calibration has to be performed before every use of the device and this calibration would no longer be possible, this failure would always be recognized before the use on a patient. Based on the available information to the manufacturer at this time the reported failure could be confirmed. The cause for the reported inability to perform the zero calibration was determined to be due to repeatedly performed handling. Errors which lead to a stack-up of values, raising the overall offset value above the acceptable limit.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A maquet field service technician inspected the unit and found that he was not able to perform the zero calibration. He also confirmed that the console did not show any malfunction and the connected rotaflow drive unit was causing the issue. The drive unit was returned to the manufacturer for further evaluation and repair. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that the user found that the value of lpm (liters per minute) display had changed significantly by itself though not turning the knob (regulator). He exchanged the defective one with another unit. The patient recovered completely without any injury and was weaned from the support unit. (B)(4).